Event description:
It was reported that paper-like foreign matter was found in the syringe 3ml ls between the plunger and stopper. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about foreign matter in barrel. According to the customer's report, something like paper was getting caught at the connection area between the plunger rod and stopper."

Manufacturer narrative:
H.6. Investigation: five photos and one sample without packaging were received by our quality team for evaluation. From the photos, foreign matter was observed inside the syringe between the barrel and the plunger. The returned sample was subjected to visual inspection and white foreign matter was seen observed with the syringe product. The sample was sent for further analysis and based on the laboratory test report, the fiber-like foreign matter could possibly be cellulose material. Cellophane is a derivative of cellulose; paper, wood, cotton, and other similar materials are also composed of cellulose. A device history record could not be evaluated as the lot number is unknown. As the sample received is a used sample of with an unknown batch number, the foreign matter could either be from the manufacturing environment or handling of the syringe. The manufacturing process was reviewed. The foreign matter could have come from paper use of documentation or cotton from clothing.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that paper-like foreign matter was found in the syringe 3ml ls between the plunger and stopper. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about foreign matter in barrel. According to the customer's report, something like paper was getting caught at the connection area between the plunger rod and stopper."